Manufacturer narrative:
Initial.

Event description:
It was reported that the user deployed five infusion sets incorrectly, resulting in bent cannulas and unsuccessful insertions, and subsequently received troubleshooting and education on proper application technique. Symptoms included infusion interruption without reported hypoglycemia or hyperglycemia. Outcomes included replacement of supplies and restoration of proper use following education, with no injury and no hospitalization. Investigation included user interview, usage review, and provision of education. Investigation of this case revealed user technique error during infusion set insertion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique caused the event.